Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the procedure the right ventricular lead exhibited loss of sensing and impedance issue. The lead was not used. A new lead was implanted. The patient was in a stable condition.